Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that a replace battery alarm had occurred with 3 separate batteries out of at least 2 separate packs. Reportedly, there was no damage to the battery cap or battery compartment and no moisture or corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on with the returned battery cap which was able to be fully tightened and a power loss was not observed. The battery compartment was observed to be intact. The current draws were within specifications. The pump case was removed and there was no evidence of moisture or loose components inside the pump. One low battery warning prior to one replace battery alarm was observed in the black box on 04/09/2014. There was no evidence of excessive battery usage or short battery life observed in the black box.